Event description:
A customer reported their x8-2t transducer acoustic lens was chipped. This probe is associated with the epiq cvx ultrasound system. There was no patient or user harm. The service engineer evaluated the transducer to confirm damage to the lens. The service engineer has initiated the replacement process to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.